Event description:
The device was used during a cystectomy procedure. It was reported the mcl20 was fully fired, clips were in place and after the structures were ligated, the clips fell off. The surgeon stated "it was a mess" and "the pt is still in the hosp with complications from hematoma". Rep reports the pt was still in the hosp as of 9/6/96 with multiple hematomas. 9/9/96 rep reports she is returning only 1 sterile instrument.

Manufacturer narrative:
D6; device returned with no lot identification. 9/13/96 surgeon was performing a cystectomy and was using multiple clips. He states sometimes no clips would come out when the instrument would be fired and other times multiple clips would come out and the clips were not secure. The pt is doing well and there were no consequences to the pt.